Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Weekly pace lead impedance trend data shows varying impedance and abrupt spike increases for max rv pace of 496 to 1232 ohms, between (B)(6) 2009 and (B)(6) 2011. 15 - ventricular nonsustained tachycardia episodes of less than 190 ms average ventricular cycle between (B)(6) 2011.

Event description:
It was reported that the lead exhibited an increase in impedance, oversensing, and noise. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.